Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection of the event unit confirmed the complainant¿s experience of seal component separation. The septum, an internal rubber component of the seal, was fragmented. Based on the condition of the returned unit, it is likely that the septum fragmentation was caused by non-axial insertion or removal of asymmetrical instruments through the trocar. Applied medical¿s instructions for use (IFU) states, ¿extra care should be used when inserting angular and asymmetrical instruments, such as ¿j¿ hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing.¿ this event was initially reported based on the description of the event. However, based on the evaluation of the returned unit, applied medical determined that this event is not reportable as septum fragmentation is unlikely to cause or contribute to death or serious injury. Correction: updated section h6 component codes to 432 - seal.

Event description:
Procedure performed: unknown event description: small piece inside of the obturator broke off and was found in patient. Device failure created a near miss. Product is available for return. Additional information received on 24apr2023 via email from user facility: the top tab separated during insertion. The break was considered to be a clean break. The case was robotic. "In one case the 15 mm trocar had a portion of the inner valve break free at some point in the case. The only thing placed through that port is a babcock clamp and a 5 mm suction. This has happened 3 or 4 times that we know of but since the port is not directly in the field of view there may be patients out there where the foreign object did not make its way into the field of view and have gone undetected." Patient status: no harm - event reached patient , but caused no harm.

Event description:
Procedure performed: unknown . Event description: small piece inside of the obturator broke off and was found in patient. Device failure created a near miss. Product is available for return. Additional information received on (B)(6) 2023 via email from user facility: the top tab separated during insertion. The break was considered to be a clean break. The case was robotic. Patient status: no harm - event reached patient , but caused no harm.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.